Event description:
It was reported that the lens had a scratch mark on the outside of the optic and the issue was identified after the lens was implanted into the patient's eye. The surgery was completed successfully and it was noted that there was no patient injury, but the surgeon is monitoring post-op to check if the patient has any visual concerns. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. However, customer still provided weight to be 90.50 kg. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.